Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure (procedure date unknown) using a pinnacle anterior/apical pfr kit, when the physician attempted to pull back on the mesh leg to seat the needle in the capio device, the needle detached from the mesh leg, outside the patient. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without any complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure (procedure date unknown) using a pinnacle anterior/apical pfr kit, when the physician attempted to pull back on the mesh leg to seat the needle in the capio device, the needle detached from the mesh leg, outside the patient. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Though the lot# of the device is unknown, the complainant indicated that the device was not used past its expiration date.the device has been received for analysis. Upon completion of the analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: physical analysis of the returned mesh assembly revealed that two of the mesh leg assembly sleeves were not returned. In addition, the solid blue and blue and white dilators were missing, and the needles were present on the two dilators that were returned. Physical analysis of the returned capio device revealed that the center slot of capio cage was bent shut. Additionally, the carrier was bent. Functional analysis of the capio device revealed that the bent carrier deployed to the left of the center slot. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event is operational context.